Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and calibrated the camera iris stops. The system operates as intended.